Event description:
It was claimed that the ventilator's printed circuit board was found defective. There was no patient involvement. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
Based on technician statement, during daily check the printed circuit board was found defective. The customer repaired the device using third party service, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. It is not possible to know which board has been found defective. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective printed circuit board. The UDI information is not available since the device was manufactured before the implementation of UDI manufacturing on 2015-10-22.